Event description:
Medtronic received information that 30 minutes following the implant of this transcatheter bioprosthetic valve electrocardiogram (ECG) changes were noted along with hypotension. CPR was initiated and an angiogram following CPR revealed that the corevalve had moved out of the targeted position. Angiography revealed that the right coronary artery was not filling and the valve (B)(4) was snared into the ascending aorta. A second valve (B)(4) was successfully implanted with no other adverse patient effects. The surgeon thought that either the valve may have moved out of the targeted location due to the chest compressions or moved spontaneously.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the root cause for this report could not be established. The surgeon thought that either the valve may have moved out of the targeted location due to the chest compressions or moved spontaneously. Should additional information be received, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
A device history record review was not conducted, as the reported information did not indicate a potential manufacturing issue. Hypo tension is a known potential adverse effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, CPR was initiated and an angiogram following CPR revealed t hat the corevalve had moved out of the targeted position. The CPR treatment reportedly resulted in the valve being displaced and was then moved with a snare into the ascending aorta. It is likely that the initial valve was not well seated and was then dislodged by the CPR treatment, which resulted in the valve being displaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.